Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, there was a non-recoverable 319 armnet error that had occurred and performing a power cycle did not resolve the reported event. The surgeon elected to continue the surgical procedure as a three arm system configuration. The customer received phone assistance from the technical service engineer (tse). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative, the surgical procedure was completed robotically. There was a five-minute delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and the reported failure due to non-recoverable error 319 was confirmed in logs, along with error 31226 which suggest fiber power faults. Tested proximal on system and replicated non-recoverable 319. Tested unit on pftp where it failed node check. Installed golden fiber and unit passed all tests. As a result of these findings, failure analysis was able to conclude that the fiber optic cable, horizontal rolling loop, and acu were found to be the root cause of the reported event. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.